Manufacturer narrative:
Could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient sustained proximal humerus fracture. Nailing of the proximal humerus with a synthes multilochumeral nail to place on an unknown date in early (B)(6) 2014. The nail construct appears to have failed and needed to be removed. A total revised shoulder implant was notes and shoulder prosthesis was placed. This report is 1 of 2 for complaint (B)(4).